Event description:
It was reported that during a prostate procedure, the surgeon experienced no vaporization at 23,322 joules which prevented the use of the fiber. The physician completed the case with a turp. No report of pt injury.